Event description:
It was reported that the patient presented for an unrelated procedure. Upon device interrogation, the right atrial lead exhibited over-sensing noise episodes that lead to inappropriate mode switch. No intervention was performed. The patient was stable.